Manufacturer narrative:
The harmonic ace instrument has not been returned to intuitive surgical, inc. (Isi) for failure analysis. A review of an image provided by the customer appears to show a harmonic ace instrument with no visible damage. The cause of the customer reported issue cannot be confirmed without the returned device.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer experienced unstable energy output with a harmonic ace instrument. As a result, the customer elected to convert the case to traditional laparoscopic surgery and an additional incision was placed.

Manufacturer narrative:
Two harmonic ace instruments were returned that were used during the same procedure. The first one was received for failure analysis. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion. The blade opened and closed properly. The instrument was connected to an in-house energy generator. A torque wrench was used to tighten the assembly until it was as tight as it could be (clicking sounds). The instrument passed the energy recognition test. The instrument was fully functional. There was no problem detected. The second harmonic ace instrument received, visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion. The blade opened and closed properly. The instrument was connected to an in-house energy generator. A torque wrench was used to tighten the assembly until it was as tight as it could be (clicking sounds). The instrument passed the energy recognition test. The instrument was fully functional. There was no problem detected.

Event description:
Refer to h11 for follow-up information.